Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional product code: hrx. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in singapore as follows: it was reported that the yellow color seal in 03.404.000s_lot 7145p23 was used in a ria2 system for bone graft harvesting. Two reamer heads were used. Surgery was completed successfully. Post op during dismantle of the system, the yellow color seal seem to be melted? The yellow color seal is available to be send back for investigation. There were no patient outcomes or consequences. This report is for one (1) ria 2 bone harvesting kit l520 this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional narrative: h3, h6: a product investigation was completed: visual analysis of the returned device found that yellow rod seal has a broken piece apart. Evidence of burn is also observed on both separated surfaces. Only rod seal was returned for analysis. A complete potential cause for this condition cannot be established with available information. Appropriate use of the device diminishes risk of failure, referring to surgical technique when inserting reaming rod: ¿ensure the reaming rod seal with the black circle faces the distal end and insert it into the slot on the power driver end of drive shaft. The reaming rod seal is designed to be fully inserted into the slot of the drive shaft. Take the tube assembly and insert the drive shaft with seal into the back of the tube assembly handle until it is fully seated. Ensure the drive shaft is fully seated into the handle and cannot be pulled out.¿ a dimensional inspection was not performed due to post manufacturing damage. The drawings reflecting the current and manufactured revisions were reviewed. The overall complaint was confirmed as the observed condition would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was not returned to depuy synthes, however photos were provided for review. Visual analysis of the photo revealed that the 03.404.000s, ria 2 bone harvesting kit l520 appears to have the coupling receiver of the manifold melted, breakage can also be observed. While no definitive root cause can be determined for the reported issue, the melting condition was consistent with a component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 03.404.000s, ria 2 bone harvesting kit l520 would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code: 03.404.000s, lot number : 7145p23, release to warehouse date : 18.july.2023, expiration date : 01.july.2024, supplier: (B)(4), manufacturing site: werk selzach . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.